Event description:
It was reported that the patient's right ventricular (rv) lead was suspected to have fractured. The lead thresholds went from 0.5v to 4.7v at 0.4ms over a short period of time. It was further noted that the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.